Manufacturer narrative:
Date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had continuous flow and did not cycle. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Replaced the input manifold and o-ring to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.